Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email hospitalization and low blood glucose levels. Customer experienced low blood glucose and the paramedics were called. Customer did not go to the hospital and was treated by the paramedics.